Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and a crack was observed at the side of the welded cassette. A functional under water pressure test was performed which revealed a leak from the cassette. No leakage was observed from other areas of the returned sample. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause for the cracked cassette is due to the cassette being in contact with solvent like alcohol during sterilizing after the pouch was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked due to a cassette film defect. This was observed during set-up for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.